Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that in a quad tendon repair the inserter of an iconix anchor broke in the patella and that piece remained in the patella.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. The device was discarded and will not be returned. Alleged failure: inserter broken. Probable root cause: application -excessive force impacting inserter. -movement of guide out of orientation to pilot hole. -use of wrong drill. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that in a quad tendon repair the inserter of an iconix anchor broke in the patella and that piece remained in the patella.